Event description:
It was reported that the zimmer air dermatome's coating was coming off under the blade area. The dermatome showed serious signs of corroding near the blade area. Hospital is currently using steris prolystica in all of their auto washers. There was no pt harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.